Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025.. On 10/27/2025, at approximately 5:30 am, the patient¿s cgm displayed a low mg/dl reading. During this time, the patient experienced severe symptoms, including vomiting and delirium, and subsequently lost consciousness. A friend discovered the patient unconscious on the floor and immediately contacted emergency medical services (ems). Ems arrived on the scene and transported the patient to the emergency room (ER). Upon arrival at the ER, the patient¿s bg level was measured at 1,059 mg/dl, while the cgm continued to display a low mg/dl reading. The patient was wearing an omnipod insulin pump at the time of the incident. The patient was diagnosed with diabetic ketoacidosis (dka). The cgm sensor was removed, and treatment was initiated with intravenous (IV) fluids and an IV insulin drip. The timeline for when the patient regained consciousness was not specified. The patient was discharged on (B)(6) 2025, and reported feeling ¿fine¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.